Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pelvic pain'). In an adult female patient who had essure (batch no. B94868), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error, "ablation performed on the day of insertion". The patient's medical history included: fibroids, left lower quadrant pain, allergic reaction to excipient, cervical polypectomy, dysfunctional uterine bleeding, cervical polyp, ovarian cyst, leiomyoma nos, menorrhagia and hydrosalpinx. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen, abnormal bleeding"), psychological trauma ("psych injury"), urinary tract infection ("uti"). And post procedural complication ("post removal complication"). The patient was treated with surgery (davinci total laparoscopic hysterectomy, bilateral salpingectomy, oophorectomy, lysis of adhesions). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, psychological trauma, urinary tract infection and post procedural complication outcome was unknown. The reporter considered genital haemorrhage, pelvic pain, post procedural complication, psychological trauma and urinary tract infection to be related to essure. The reporter commented: product insertion date updated from (B)(6) 2014. Left: there were four coils sticking into the endometrium with the rest of the coil remaining in the tube; right: eight coils sticking in the endometrium. Lot number#: b94868. Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations, during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 26-apr-2021, quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen, abnormal bleeding"), psychological trauma ("psych injury"), urinary tract infection ("uti") and post procedural complication ("post removal complication"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, psychological trauma, urinary tract infection and post procedural complication outcome was unknown. The reporter considered genital haemorrhage, pelvic pain, post procedural complication, psychological trauma and urinary tract infection to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 05-may-2020: pfs received: case was upgraded to serious incident. Previously reported event "injury to herself" was updated to "pelvic pain". Events- "gen, abnormal bleeding, psych injury, post removal complication, uti" added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. B94868) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation performed on the day of insertion". The patient's medical history included fibroids, left lower quadrant pain, allergic reaction to excipient, cervical polypectomy, dysfunctional uterine bleeding, cervical polyp, ovarian cyst, leiomyoma nos, menorrhagia and hydrosalpinx. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen, abnormal bleeding"), psychological trauma ("psych injury"), urinary tract infection ("uti") and post procedural complication ("post removal complication"). The patient was treated with surgery (davinci total laparoscopic hysterectomy, bilateral salpingectomy, oophorectomy, lysis of adhesions). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, psychological trauma, urinary tract infection and post procedural complication outcome was unknown. The reporter considered genital haemorrhage, pelvic pain, post procedural complication, psychological trauma and urinary tract infection to be related to essure. The reporter commented: product insertion date updated from (B)(6) 2014. Left: there were four coils sticking into the endometrium with the rest of the coil remaining in the tube; right: eight coils sticking in the endometrium. Lot number: b94868. Most recent follow-up information incorporated above includes: on 12-apr-2021: mr received. Reporter information, patient race, medical history, lot number, removal date, rcc added. Product insertion date updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.